Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an alert via the remote home monitoring system was issued noting this pacemaker was in safety mode. The patient was scheduled for replacement procedure. The patient presented to the emergency room a few days later with symptoms of syncope. Upon interrogation it was noted that there was pacing inhibition with asystole. An emergent replacement procedure was performed where the pacemaker was explanted and replaced. No additional adverse effects were reported.

Event description:
It was reported that an alert via the remote home monitoring system was issued noting this pacemaker was in safety mode. The patient was scheduled for replacement procedure. The patient presented to the emergency room a few days later with symptoms of syncope. Upon interrogation it was noted that there was pacing inhibition with asystole. An emergent replacement procedure was performed where the pacemaker was explanted and replaced. No additional adverse effects were reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.